Manufacturer narrative:
The tandem user guide includes instructions to always have a backup insulin method available. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 523 mg/dl as a result of not having back up therapy to revert to. A manual injection was administered to address bg. Reportedly, the customer reverted to alternate insulin therapy.